Manufacturer narrative:
The cartridge blade subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a total knee procedure on the tibial cut, the cartridge blade broke. It was also reported that the broken piece did not fall into the surgical site. It was further reported that a stemmed femur was used instead of the intended implant as a result of this event. It was also reported that a new blade was used to successfully complete the procedure.